Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following nine possible batch numbers: batch# kep337 , exp. Date 04/30/2021, MFR. Date 05/07/2016. Batch# kee885, exp. Date 04/30/2021, MFR date 05/06/2016. Batch# kdj399, exp. Date 03/31/2021; MFR date 04/23/2016. Batch# kdh618, exp. Date 03/31/2021; MFR date 04/16/2016. Batch# kbq216, exp. Date 01/31/2021; MFR date 02/29/2016. Batch# kbj077, exp. Date 01/31/2021; MFR date 02/19/2016. Batch# jgp715, exp. Date 05/31/2020; MFR date: 06/06/2015. Batch# kbj257, exp. Date 01/31/2021; MFR date 02/20/2016. Batch# kbp878; exp. Date 01/31/2021; MFR date 02/10/2016. Additional information was requested for each of the 9 patients and the following was obtained: patient pre-operative diagnosis and indication for surgery: basal cell carcinoma, squamous cell carcinoma or melanoma. Procedure name: repair after mohs surgery or wide local excision. Product code and lot number involved: 5-0 prolene pc-1 and 4-0 prolene ps-2. Any product to return for evaluation: - 5-0 prolene pc-1 and 4-0 prolene ps-2. Update to patient current condition representative samples were examined for visual inspection and no defects were found on the packing. The swage area of the needle-sutures was examined for visual inspection attribute defects and no attachment defects were noted. According the samples conditions, no sutures breakage were observed and all samples met the requirements.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kbj257, batch# jgp715, batch# kep337, batch# kee885, batch# kdj399, batch# kdh618, batch# kbq216, batch# kbj077. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown skin closure procedure on unknown date and the suture was used on the surface of the skin, in a continuous loop. Following the procedure, the patient returned to the hospital with wound dehiscence. Additional information has been requested.